Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that they had experienced high blood glucose level. The customer¿s blood glucose was 472 mg/dl at the time of the incident. It was reported that they started to refill and it wouldn't rewind. It was reported that they were able to rewind. The customer declined troubleshooting and the customer was treated with shot. The insulin pump will not be returned for analysis.